Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to a broken sensor coil. It was further reported that the footend cover had sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend lift was elevated and inoperable due to a broken sensor coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by repair work order that the footend cover was damaged, exposing sharp edges. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.